Manufacturer narrative:
Additional information was received stating the patient was not adversely affected. The result of 927.6 umol/l was generated after the sample had been re- centrifuged. The investigation could not determine a specific root cause as the sample in question was not available for further investigation. A sample specific interference was suggested due to the extent of the difference in the results and the fact that the diluted sample recovered much lower. The calibration and qc data were evaluated and were acceptable which does not point to a reagent or instrument issue.

Event description:
The customer received a questionable valproic acid result for one patient sample. The initial result was >1051.8 umol/l. The customer repeated the sample with a 1:1 dilution and the result was 111.8 umol/l (223.6 umol/l). The customer then repeated the sample two more times with results of 927.6 umol/l and 917.5 umol/l. The result of 917.5 umol/l was reported outside the laboratory. No information was provided to determine if the patient was adversely affected. The valproic acid reagent lot number was 659195 with an expiration date of 06/29/2013.

Manufacturer narrative:
No information was provided on the specific part number involved in this event. This event occurred in the (B)(6).